Event description:
It was reported that during a generator changeout procedure to therapy upgrade, this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements on the right ventricular (rv) lead when it was connected to this device. After the pocket was closed, noise was exhibited on the rv. The patient was transferred to a different healthcare facility and the rv was surgically abandoned and replaced. This ICD was also explanted and replaced. No additional adverse patient effects were reported.